Event description:
During routine outpatient colonoscopy, a boston scientific "captivator polypectomy snare", size 30mm x 240 cm, lot # 12730908, was being used to remove multiple polyps. After the second polyp removal, an attempt was made to use the snare on a third polyp and the snare would not function properly. It was removed and replaced with another unit and 4 more polyps were successfully removed. Upon inspection, following the procedure, it was noted that the wire loop was broken on the first snare. Following the procedure, the physician determined that the patient had suffered a pin-hole sized perforation of the colon at the level of the 2nd polyp removal, and it is believed that this was caused by the broken snare wire. The patient was taken to surgery emergently and hospitalized for a few days. Dates of use: (B) (6) 2010. Diagnosis or reason for use: colon polyp removal. Event abated after use stopped or dose reduced?: no. Event reappeared after reintroduction?: no.